Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to cracked end cap. The excessive no delivery alarm could not be verified due to the end cap damage. The device was also received with cracked display window corner, scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had no delivery alarms. The blood glucose at the time of the incident was 285 mg/dl. It was also reported that the insulin pump had been bumped and was cracked at the reservoir compartment and the piston was not moving forward as it should. Troubleshooting was not able to resolve the issue. The device was returned for analysis.